Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy, the device only stapled half of the staple line. The staple line was shorter than the cut line. The procedure was completed with add'l sutures. There was no pt consequence.